Event description:
During attempted implant of the left ventricular (lv) lead, a pericardial effusion was observed following use of the catheter. Diagnostic imaging was performed and cardiac perforation was confirmed. A pericardiocentesis was performed to treat the cardiac perforation. The patient was in stable condition and no further adverse consequences were reported.